Manufacturer narrative:
(B)(4). Batch # t5ak34. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number t92j2h, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws of the device did not open when grasping the firing trigger outside the patient after the firing. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.